Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a console was used in a thrombectomy procedure. During the procedure, the unit could not recognized any catheter and drawer replacement was required. The procedure was not completed due to this event. No further complications was reported.